Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient dislocating, cup appears to be retroverted on x-rays. Stryker cup was implanted with biomet screws and stryker liner/dual mobility. Our omet 28mm +12.5 was used as well.